Event description:
Oracle ro 1058294: medwatch: pump lost programming. Unable to program.additional information received by smiths medical 4 may 2020. ?patient information was provided, see patient information section of complaint for details."

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review visual inspection of the device found it to be in good physical condition. Device underwent functional testing-unable to confirm the reported customer complaint. The device did not lose any program during testing; device ran the program for an extended period of time with no issues occurring.

Event description:
Information was received that pump lost programming; unable to program. No adverse effects reported.

Manufacturer narrative:
Information was received on 05/04/2020 indicating event date, indicating that the event occurred during use with a patient, but no patient consequences were reported. Patient information was also received.